Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle four. The patient's ultrafiltration reading was 1681ml, which indicates that the home patient (hp) drained 1681ml more than their maximum programmed fill volume of 2100ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation was completed. This event represents an ancillary service event. The iipv event was confirmed through an event history log review. The cause was determined to be a false empty detected and a use error, as the low uf alarm was inappropriately bypassed. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass a low uf alarm. A labeling review of the product family will be performed. Should additional relevant information become available, a supplemental report will be submitted.